Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer received intermittent occlusion alarms after changing the infusion site and delivering a bolus. Troubleshooting with tandem technical support was unable to be performed as the reported issue was not occurring at the time of the report. Customer had elevated blood glucose (bg) levels reaching 594 mg/dl. Customer addressed elevated bg levels with manual injections.